Event description:
It was reported that the patient went to the ER after receiving an inappropriate shock. The patient was advised to see his cardiologist and one day later, he received multiple inappropriate shocks. High impedance, noise on the electrogram, and possible lead fracture were reported. The pace/sense portion of the high voltage lead was capped and replaced with a pace/sense lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Attorney later alleges patient "suffered physical and other injury as a result of the recalled lead" and "in 2008, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Further alleges patient "sustained and will continue to sustain severe physical injury and/or death, severe emotional distress, mental anguish, economic losses and other damages" and patient "died as a direct and proximate result of defects in defendants' sprint fidelis leads." Review of manufacturer's database verified patient's death. The cause of death has been researched and not received. There is no allegation from a health care professional that the death was device related.